Event description:
Spontaneous call from pt's brother regarding pump malfunction. Pump gave error code 60 - see service manual. Instructed pt to switch to other pump. They did so successfully. Confirmed pt infusing without issue. Serial number of malfunctioning pump: (B)(4). No further info. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.